Manufacturer narrative:
(B)(4). Final analysis found that the device was received in backup vvi mode, pacer status showed that a non maskable interrupt had occurred. After a software download normal device function resumed. Reason for backup vvi could not be determined. (B)(4).

Event description:
It was reported that after the implant procedure, the physician attempted to program the pulse generator and it was not possible, the device immediately exhibited backup vvi mode. The pocket had to be re-opened, the device was explanted and replaced.